Event description:
It was reported that the left ventricular (lv) lead exhibited a high capture threshold and loss of capture after implant of this cardiac resynchronization therapy defibrillator (crt-d). It was noted a lv threshold test was performed and the lv threshold measurement appeared to be incorrect. Technical services (ts) recommended further testing of the lead. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.